Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that angina and in-stent restenosis occurred.. In (B)(6) 2013, coronary angiography and index procedure was performed on the same day. The target lesion was located in mid left anterior descending (lad) artery with 90% stenosis, and was 32 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 x 32 mm promus element stent. Following post dilation, residual stenosis was 10%. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was diagnosed with an unstable angina and was hospitalized on the same day. On the following day, coronary angiography was performed and revealed 99% stenosis noted in proximal lad was treated with percutaneous coronary intervention (pci) with 10% residual stenosis. Two days later, the outcome of the event was considered to be recovered/resolved and the patient was discharged on the same day.